Event description:
It was reported by service report that the power load dropped about a foot with a patient on it. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.